Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Per the sales rep, "where any issues identified with either device during the initial procedure? No. What were the patients preexisting conditions? Diverticulitis and cancer. How long post op was the fistula identified? Do not remember but more than a few days. Was the fistula along the staple line or near the staple line? Do not know which staple line? Distal resection. Was the patient returned to the or? Yes. Was there a leak test intra-op? Yes how was it performed? Egd scope and air. How is the patient currently? Stable recovered. Is the patient expected to have a full recovery? Yes. Was the ileostomy part of the planned initial procedure? Yes. Please outline the timeline and when/how everything was identified? Surgery, patient. Returned to or post op day (?) Who fired the devices and what is their level of experience? Surgeon, high. Does the surgeon believe that the fistula is caused by the device? No which device contour/ec45a - she's not sure, fistula caused by leak etc? Was the fistula along the staple line or near the staple line? One of the two.

Event description:
It was reported that during a robotic lap low anterior resection with diverting loop illeostomy procedure, there was a post op fistula: near the distal staple line next to the anastamosis. A blue reload waas used for transections with a circular stapler for theananstamosis. The leak repaired with suture. One device was discarded.